Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73m1400227 investigation did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the device failed to properly fire or load when attempting to ligate the cystic duct/artery. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73m1400227 was confirmed with sample. During visual components looked well assembled no stuck clip in jaws. Failure mode "failed to properly fire/load" was not confirmed with sample received during visual inspection. Functional inspection: applier was fired and no clip was released; root cause is unknown, then applier was activated and one clip was released; however clip is loaded in jaws but clip does not open. This condition was presented on 5 occasions. Failure mode "failed to properly fire/load" reported by customer was duplicated during the testing. During the manufacture of the device, the manufacturing facility performs a 100% functional testing (2 clips per each applier) as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition, an analysis of the complaint rate was conducted which shows a decrease in the complaint rate for these devices. No corrective actions are required at this time.

Event description:
Alleged event: the device failed to properly fire or load when attempting to ligate the cystic duct/artery. The patient's condition was reported as fine.